Manufacturer narrative:
Citation: yoon sh, galo j, amoah jk, et al. Permanent pacemaker insertion reduction and optimized temporary pacemaker management after contemporary transcatheter aortic valve implantation with self-expanding valves (from the pristine tavi study). Am j cardiol. 2023;189:1-10. Doi:10.1016/j.amjcard.2022.11.026 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), evolut pro+ ( product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding the incidence and associated factors of permanent pacemaker implantation after transcatheter aortic valve implantation (tavi) with new-generation self-expanding valves. A total of 1,026 patients who underwent tavi with medtronic evolut r/pro/pro+ valves were included in the study. The authors observed five perioperative deaths. No further details were disclosed about any of the deaths. Other adverse events that occurred were described as follows: valve embolization requiring the implant of a second valve during the initial tavi procedure, moderate or severe paravalvular leak, and need for permanent pacemaker implantation within 30 days of tavi. Electrocardiographic (ECG) findings included: new left bundle branch block, complete heart block or high-degree atrioventricular block, other unspecified ECG changes, baseline right bundle branch block without any ECG changes during or after the procedure, or none of the previously mentioned. No additional adverse patient effects were noted.

Manufacturer narrative:
Usage of device: this field was inadvertently left blank in the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.